Event description:
The customer reported that the patient had a ventricular arrhythmia for more than 45 minutes. The ECG alarms were turned off. The charge nurse thought that the system still gives alarms for this condition even when the alarms are turned off.